Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative replaced the patient side stirrer motor and the distribution board to resolve the issue. Subsequent testing did not identify further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message after a procedure. There was no patient involvement.

Manufacturer narrative:
The replaced components were returned to livanova (B)(4) for further investigation. During the evaluation, the reported stiff motor was confirmed. Bearing damage was identified, which was determined to be the most likely root cause for the issue. However, the cause for the bearing damage could not be identified.

Event description:
See initial report.